Event description:
It was reported that during nwpt the renasys touch gave a blockage alarm. Patient was guided through the troubleshooting and it was found that the device had been left on its side. Changing the canister did not resolve the alarm. The device was removed for the weekend. It is unknown how the treatment was completed. No patient harm reported.

Manufacturer narrative:
The device, was used in treatment was returned for evaluation, could not establish a relationship between the event reported and the device. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed no fault found. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review was performed for the product and failure mode reported, there have been further instances. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain the reported failure/harm or event. A clinical/medical assessment was performed and determined no further actions are required. Probable root cause maybe an intermittent component failure. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.